Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2019, during the implant procedure, the lead could not be fixed when it was placed on the rv. Several unsuccessful attempts were made to replace the lead. The lead was replaced by another lead and the procedure was completed. No adverse consequences reported on the patient. The patient is stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.